Event description:
As reported to edwards through the implant patient registry, the patient expired eight days post transfemoral tavr. Investigation of the patient¿s death revealed that the patient had a hemorrhagic stroke four days post procedure, and expired 8 days post procedure. There were no complications with the device. The cause of the hemorrhagic stroke and any relationship to the device or procedure is unknown at this time.

Manufacturer narrative:
This event will continue to be investigated.